Manufacturer narrative:
The device was evaluated and a fracture at the hex was confirmed. The cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole and has led to a recall.

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Event description:
Abutment fractured in the mouth. No patient injury.